Event description:
It was reported that suture placement of two proglide devices was successful in a common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair. Reportedly, the physician experienced difficulty advancing the 0.035 guidewire through the guide wire exit port in both proglide devices, in an effort to place the guidewires into the groin to perform the index procedure. The guidewire would advance approximately 1 cm and then stop. Multiple unsuccessful attempts were made to advance the guide wire through the devices. The physician decided to use a smaller 0.018 guidewire which was able to be advanced through the devices. The aaa procedure was completed and hemostasis was achieved using the proglide sutures. The patient did not experience any adverse sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be in the (B)(6). Patient reported to be (B)(6) and obese. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device is being filed under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to re-insert the guide wire to maintain vessel access event was confirmed. The most probable cause for the reported event was determined to be most likely related to the operational context at the time of device use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.